Manufacturer narrative:
Product analysis: it was determined at analysis that the battery drawer would not lock, the hanger was broken, the incoming test performed on automated test system was passed, the main seal was stuck between the battery bay and the cover, the white ventricular wire would not lock in the connector because the terminal was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.